Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from no osseointegration and mobility. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use. Physical analysis cannot be performed.

Event description:
Bone quality at the time of implant failure type ii. Mobility was reported. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved.